Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated that there is a bent electrode and cannula on the sensor. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced.